Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.

Event description:
The technician alleged the brakes hold but brake casters swivel when pushed from the side. No pt impact.